Manufacturer narrative:
The filament driver (product ID: bi31000121; s/n: (B)(4)) was received by the medtronic hardware analysis team. During analysis, it was determined that the returned driver had electrically over-stressed components. Transistors q1 and q2 were damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: bi31000121, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing determined that the filament driver hc failed during generator calibration. The filament driver hc was replaced and the imaging failure resolved. The system then passed system checkout and was functioning as expected. Evaluation codes that apply to this testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that during servicing there was a rad mas accuracy dosimeter testing failure. Rad accuracy was out of range at 30% for all ma settings. Kv loop calibration was performed without problem. During "digital ma loop closed" the filament driver hc board failed with shorts in some components when in transition between e03 and e05. To stop the electrical arcs the battery was disconnected from j7. It was noted that there was an error 15 in the generator software and that the filament driver was completely burned. There was no patient involvement.